Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on 24 june, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on august 19, 2016. Registration number 3009092818 and exemption number e2016011. (B)(4).